Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital via ambulance due to high blood glucose (bg) levels >500 mg/dl, while wearing the pod on the hip/buttocks area longer than 48 hours. The adhesive pad got loose and the cannula dislodged from the infusion site. Corrections were administered using the pod but the bg levels did not decrease. At the hospital, the patient was placed on an intravenous (IV) of fluids and insulin.